Event description:
The event is reported as: the mouthpiece on the incentive spirometer has a crack in it. The reported defect was discovered prior to patient use. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.